Manufacturer narrative:
Exact date unknown, event occurred six months ago from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was having pain at the lead incision site where the anchor is located due to weight loss. The patient was feeling an irritating stimulation due to the a non device related cyst in the epidural space. The patient underwent an anchor replacement procedure wherein a small silicone anchor was implanted. The patient was doing well postoperatively and explanted anchor will not be returned.